Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix in the retracted position and clogged with blood and tissue. An x-ray examination revealed that the inner coil at the connector region was over torqued which was consistent with procedural damage. After cleaning, the helix could be extended and retracted successfully by applying torque to the connector pin. The helix extension length was measured within required performance specification. Additionally, electrical testing revealed no indication of conductor fractures or internal shorts. A visual inspection of the lead was performed and no anomalies were observed. The cause of the reported event was isolated to the helix being clogged with blood and tissue and an over torqued inner coil at the connector region consistent with procedural damage.

Event description:
It was reported that during an implant procedure, prior to the right ventricular (rv) lead being inserted into the patient anatomy, the helix was tested and was unable to extend. The rv lead was replaced to resolve the event. The patient was stable.